Event description:
The customer observed a false nonreactive alinity I hbsag result for two samples. The following data was provided: patient 1 (sid (B)(6)) the customer retested the sample and the result was 0.03 ui/ml after the initial result of 0.08 (reactive) (reactive if > 0.05 ui/ml); hbsag next qualitative 2.85 s/co (reactive), hbsag next confirmatory c2 2.37 (104% neut): confirmed reactive. Patient 2 (sid (B)(6)) the initial result was 0.04 iu/ml, retested 0.04 ui/ml (reactive if > 0.05 ui/ml); hbsag next qualitative 3.75 s/co (reactive), hbsag next confirmatory c2 4.48 (103% neut): confirmed reactive. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot 59267fz00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available. This report is being filed on an international product, list number 08p08 that has a similar product distributed in the us, list number 04p53.

Event description:
The customer observed a false nonreactive alinity I hbsag result for two samples. The following data was provided: patient 1 (sid (B)(6) the customer retested the sample and the result was 0.03 ui/ml after the initial result of 0.08 (reactive) (reactive if > 0.05 ui/ml); hbsag next qualitative 2.85 s/co (reactive), hbsag next confirmatory c2 2.37 (104% neut): confirmed reactive. Patient 2 (sid (B)(6) the initial result was 0.04 iu/ml, retested 0.04 ui/ml (reactive if > 0.05 ui/ml); hbsag next qualitative 3.75 s/co (reactive), hbsag next confirmatory c2 4.48 (103% neut): confirmed reactive. No impact to patient management was reported.

Manufacturer narrative:
Corrected information found in section h6. A code was changed from a090803 to a090810.

Event description:
The customer observed a false nonreactive alinity I hbsag result for two samples. The following data was provided: patient 1 (sid (B)(6)) the customer retested the sample and the result was 0.03 ui/ml after the initial result of 0.08 (reactive) (reactive if > 0.05 ui/ml); hbsag next qualitative 2.85 s/co (reactive), hbsag next confirmatory c2 2.37 (104% neut): confirmed reactive. Patient 2 (sid (B)(6)) the initial result was 0.04 iu/ml, retested 0.04 ui/ml (reactive if > 0.05 ui/ml); hbsag next qualitative 3.75 s/co (reactive), hbsag next confirmatory c2 4.48 (103% neut): confirmed reactive. No impact to patient management was reported.